Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with mixed urinary incontinence and bladder neck hypermobility; due to cystoscopy. It was reported that the patient underwent excision of mid urethral sling along with vaginal exploration w/ urethral lysis, and cystoscopy on (B)(6) 2012 due to bladder outlet obstruction and obstructive voiding symptoms with recurrent uti¿s. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).